Event description:
It was reported that the procedure was cancelled. The target lesion was located in the internal iliac artery (iia). A 12mm x 30cm pe f-idc coil was selected for use. During the procedure, the coil was inserted into the catheter. However, the coil was unable to pass the angulation of iia due to tortuosity. The procedure was not completed due to this event. There were no patient complications as a result of this event.